Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported constant downstream occlusion alarm. Evaluation found the downstream current readings to be out of specification (high), causing the reported symptom. The unit was reworked to correct this condition.

Event description:
It was reported that a spectrum infusion pump had a constant downstream occlusion alarm. It was also reported that there was no patient involvement.